Event description:
Customer's wife reported the death of her husband. Customer was in hospice facility. Customer was diagnosed with kidney failure. Customer died of kidney failure and diabetes mellitus. Customer was not wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.